Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Previous patient code (1690) was reported based on the original complaint and is no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from (B)(6) 2007 through (B)(6) 2008; from (B)(6) 2008 through (B)(6)2009 were not provided. Patient information: medical history: obesity; pneumonia; ­ (B)(6) 2000: ¿at least 6 bouts of pneumonia over 10 years¿; chronic obstructive pulmonary disease; smoker; 1 pack/day x 30 years; ¿incisional hernia which was repaired several times and recurred¿. Prior surgical procedures: prior incisional hernia repairs [unknown dates]; multiple abdominal surgeries [unknown dates]; appendectomy [unknown date]; (B)(6) 2007: diagnostic laparoscopy and port-a-cath placement. Implant preoperative complaints: (B)(6) 2007: diagnostic laparoscopy and abdominal placement of a port-a-cath ¿this is a 49-year-old female with multiple previous surgery. Obese patient has known incisional hernia. She was admitted to our service for incarceration of the incisional hernia. Was treated conservatively with IV fluids, ng tube and bowel rest. Patient started recovering with bowel movements and flatus. However, because of the loss of domain, decision was made to do air insufflation to increase the space for subsequent complex operation for hernia fixation.¿ ¿the inspection revealed a large hernia defect and in the middle was multiple loops of bowel, as well as omentum into the hernia sac, however, no obvious dilation of the small bowel was appreciated. Upon insufflation some of the contents returned to the abdomen, however, most of them stayed in the perineal sac because of recurrent adhesions, scar tissue.¿ (B)(6) 2007: ¿this is a 49-year-old white female with a history of multiple abdominal surgeries. The patient developed incisional hernia which was repaired several times and recurred. The patient was admitted in our hospital approximately a month ago with incarcerated hernia and abdominal pain. Hernia was reduced and the patient was managed conservatively. She underwent multiple diagnostic studies clearing her from cardiac and pulmonary standpoint. The patient also during last few weeks undergoing injection of the ambient air to increase space in the true abdomen because of loss of domain. These injections of air were performed through the port-a-cath which was placed several weeks ago for this reason. The patient tolerated this well, and after the long discussion, decision was made to finally proceed with laparoscopic ventral hernia repair, possible open.¿ implant procedure: laparoscopic ventral hernia repair with mesh. Extensive laparoscopic lysis of adhesions. Implant: gore® dualmesh® biomaterial x3 (04967539/1dlmc07) 20 x 30 cm; (04746610/1dlmc07) 20 x 30 cm; (04967542/1dlmc07) 20 x 30 cm. Implant date: (B)(6) 2007. Description of hernia being treated: ¿...attention was turned to the right upper quadrant at the old incision site where the port-a-cath was placed previously. It was opened, and the port-a-cath was removed first, and then abdominal cavity was entered with finger dissect technique, cutting all sutures.¿ ¿then upon inspection, a large complex hernia was identified with omental fat and multiple loops of bowel in the hernia sac. After inspection, the free space was identified in the right lower mid abdomen where the two working 5-mm ports were placed, and using sharp and blunt dissection, the hernia contents were returned into the abdomen. Extensive adhesiolysis was performed which took approximately 3 hours of the operative time. Finally, all loops of small bowel including large bowel as well as omentum were brought into the abdomen from the hernia sac. Dissection was again performed with endoshears as well as with blunt dissection. After reducing the hernia contents into the abdomen, the abdomen was deflated and the hernia defect was measured. It appeared to be approximately 24 x 34.¿ implant size and fixation: ¿then a 34 x 44-cm mesh was prepared, sewing together several smaller size meshes because of unavailability of the such big size of the gore-tex dual mesh. After it was prepared, the major holding gore-tex sutures were placed to each side. The mesh was wrapped and introduced into the abdomen through the 10-mm port site. It was then unrolled into the abdomen, and because of loss of domain in the reduced space, the placement of the mesh in right place took some time after unrolling the mesh and bringing outside transabdominally the major holding sutures. A protack device was introduced, and tacks were placed all over around the mesh each side in two rows because of the side of the defect, mesh appeared to be in right place adequately covering the hernia defect and overlapping it at least 5 cm each side. After the tacks were placed, the extra transfascial sutures were placed, 12 altogether, three each side between four major holding sutures. The suture sites were injected with local anesthetic before making small stab wound incisions for transfascial suture placement. After this was done, bowels were checked for any injury, the inspection failed to identify any injury. A small amount of the old hematoma was evacuated. Hemostasis appeared to be adequate.¿ no post-operative records were provided. Explant preoperative complaints: hospitalization (B)(6) 2008. ­ (B)(6) 2008: discharge summary: ¿...underwent laparoscopic ventral herniorrhaphy in 6/01 [sic. 6/2007]. She presented to the emergency department with severe abdominal pain and a cat scan revealed a subcutaneous abscess that appears to involve the mesh. Furthermore, she appears to have a colitis.¿ ¿the patient was admitted, placed on IV antibiotics, and extensive discussions were taken with the patient regarding her need for mesh removal.¿ ¿however, the patient didn¿t want surgery . Her leukocytosis resolved with IV antibiotics and on the date of discharge, the patient was eating, ambulating, and her pain was well controlled with medication by mouth. She was deemed a suitable candidate for discharge to home on antibiotics and pain medicines.¿ (B)(6) 2009: ¿this is a 51-year-old female who presented to the hospital with a tense abdominal wall with tenderness who on CT scan appeared to have rim-enhancing fluid collection surrounding her mesh and her subcutaneous tissues. These three separate cavities were accessed via a lateral approach under interventional radiology and 4 l of fluid extracted in total from these cavities appeared to be purulent in nature and grew corynebacterium so it was deemed appropriate to remove this mesh as it was infected and the cavity would never seal and she would never heal.¿ explant procedure: complicated removal of infected mesh, debridement of perifascial, perimesh and subcutaneous abscess cavities with pulse lavage and mechanical debridement, placement of vac sponge into perfascial [sic] and subcutaneous abscess cavities. Explant date: (B)(6) 2009. ¿upon entering the scar tissue, the subcutaneous abscess was appreciated. There was minimal purulence in this and some indurated tissue with fat necrosis. What appeared to be the fascia was encountered. This was incised and felt to be separate from the fascia. This was believed to probably be the abscess cavity. It was subsequently dissected from the fascia on both lateral aspects with difficulty which was very adherent to the fascia so this was then entered with sharp dissection. Upon entering this cavity, there was purulent drainage. Cultures were then taken from this. After the cavity was then opened, there appeared to be an additional layer of dual mesh that was now appreciated. The previous presumed mesh was actually a superficial thickened rind over a [sic] abscess cavity. This rind was then dissected to the lateral aspect of the mesh off the posterior aspect of the fascia. It was very adherent to the fascia and was a difficult dissection. Subsequently the mesh was then grasped. After the mesh was then grasped it was removed from the edges of the cavity. There was spiral tacking that were removed from the edges of the mesh and from the medial aspect of the mesh. Care was taken to remove the mesh in total and then subsequently handed off the operative field. The cavity was inspected to ensure that the mesh, all detached sutures intact, had been removed from the cavity. Upon removal of the mesh, there was additional purulence appreciated. This entire cavity was then irrigated with multiple liters of warm saline solution. Due to the extent of the attachment of the anterior surface of the rind to the fascia, it was not deemed safe to enter into the posterior aspect of the cavity due to the presumed adherence to the intestines. At this point curettes were then used to debride the rind of all necrotic tissue. Irrigation was then again performed of this cavity. The superficial subcutaneous abscess was then debrided from the tissues and then handed off the back table as additional specimen. The wound was then closed with two large wound vac sponges.¿ findings: ¿included in the dictation of a large abscess cavity that was surrounding a large piece of gortex [sic] dual mesh including multiple portions sewn together. A superficial subcutaneous abscess and with some necrotic subcutaneous fat.¿ relevant medical information: culture reports regarding specimens collected during the (B)(6) 2009 procedure were not provided. (B)(6) 2009: pathology of specimens collected (B)(6) 2009: ¿gross description: 1) received in formalin...is a pale pink to pale tan portion of synthetic mesh that is 41.0 x 24.0 x 0.1 cm with multiple sutures as well as metallic spring spiral retention devices with a small amount of adherent pale pink to red-tan tissue. Also received in the same container is a 5.0 x 4.0 x 0.5 cm portion of pale pink to red-tan to gray-tan necrotic appearing tissue.¿ conclusions: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use warn, ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use also warn, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15 : cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. Previous patient code (1690) was reported based on the original complaint and is no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from (B)(6) 2007 through (B)(6) 2008; from (B)(6) 2008 through (B)(6) 2009 were not provided. Patient information: medical history: obesity, pneumonia. ­ on (B)(6) 2000: ¿at least 6 bouts of pneumonia over 10 years¿ chronic obstructive pulmonary disease. Smoker, ­ 1 pack/day x 30 years. ¿incisional hernia which was repaired several times and recurred¿. Prior surgical procedures: prior incisional hernia repairs [unknown dates]. Multiple abdominal surgeries [unknown dates]. Appendectomy [unknown date]. On (B)(6) 2007: diagnostic laparoscopy and port-a-cath placement. Implant preoperative complaints: on (B)(6) 2007: diagnostic laparoscopy and abdominal placement of a port-a-cath ¿this is a 49-year-old female with multiple previous surgery. Obese patient has known incisional hernia. She was admitted to our service for incarceration of the incisional hernia. Was treated conservatively with IV fluids, ng tube and bowel rest. Patient started recovering with bowel movements and flatus. However, because of the loss of domain, decision was made to do air insufflation to increase the space for subsequent complex operation for hernia fixation.¿ ¿the inspection revealed a large hernia defect and in the middle was multiple loops of bowel, as well as omentum into the hernia sac, however, no obvious dilation of the small bowel was appreciated. Upon insufflation some of the contents returned to the abdomen, however, most of them stayed in the perineal sac because of recurrent adhesions, scar tissue.¿ (B)(6) 2007: ¿this is a 49-year-old white female with a history of multiple abdominal surgeries. The patient developed incisional hernia which was repaired several times and recurred. The patient was admitted in our hospital approximately a month ago with incarcerated hernia and abdominal pain. Hernia was reduced and the patient was managed conservatively. She underwent multiple diagnostic studies clearing her from cardiac and pulmonary standpoint. The patient also during last few weeks undergoing injection of the ambient air to increase space in the true abdomen because of loss of domain. These injections of air were performed through the port-a-cath which was placed several weeks ago for this reason. The patient tolerated this well, and after the long discussion, decision was made to finally proceed with laparoscopic ventral hernia repair, possible open.¿ implant procedure: laparoscopic ventral hernia repair with mesh. Extensive laparoscopic lysis of adhesions. Implant: gore® dualmesh® biomaterial x3 (04967539/1dlmc07) 20 x 30 cm; (04746610/1dlmc07) 20 x 30 cm; (04967542/1dlmc07) 20 x 30 cm. Implant date: (B)(6) 2007. Description of hernia being treated: ¿...attention was turned to the right upper quadrant at the old incision site where the port-a-cath was placed previously. It was opened, and the port-a-cath was removed first, and then abdominal cavity was entered with finger dissect technique, cutting all sutures.¿ ¿then upon inspection, a large complex hernia was identified with omental fat and multiple loops of bowel in the hernia sac. After inspection, the free space was identified in the right lower mid abdomen where the two working 5-mm ports were placed, and using sharp and blunt dissection, the hernia contents were returned into the abdomen. Extensive adhesiolysis was performed which took approximately 3 hours of the operative time. Finally, all loops of small bowel including large bowel as well as omentum were brought into the abdomen from the hernia sac. Dissection was again performed with endoshears as well as with blunt dissection. After reducing the hernia contents into the abdomen, the abdomen was deflated and the hernia defect was measured. It appeared to be approximately 24 x 34.¿ implant size and fixation: ¿then a 34 x 44-cm mesh was prepared, sewing together several smaller size meshes because of unavailability of the such big size of the gore-tex dual mesh. After it was prepared, the major holding gore-tex sutures were placed to each side. The mesh was wrapped and introduced into the abdomen through the 10-mm port site. It was then unrolled into the abdomen, and because of loss of domain in the reduced space, the placement of the mesh in right place took some time after unrolling the mesh and bringing outside transabdominally the major holding sutures. A protack device was introduced, and tacks were placed all over around the mesh each side in two rows because of the side of the defect, mesh appeared to be in right place adequately covering the hernia defect and overlapping it at least 5 cm each side. After the tacks were placed, the extra transfascial sutures were placed, 12 altogether, three each side between four major holding sutures. The suture sites were injected with local anesthetic before making small stab wound incisions for transfascial suture placement. After this was done, bowels were checked for any injury, the inspection failed to identify any injury. A small amount of the old hematoma was evacuated. Hemostasis appeared to be adequate.¿ no post-operative records were provided. Explant preoperative complaints: hospitalization (B)(6) 2008 ­ on (B)(6) 2008: discharge summary: ¿...underwent laparoscopic ventral herniorrhaphy in 6/01 [sic. (B)(6) 2007]. She presented to the emergency department with severe abdominal pain and a cat scan revealed a subcutaneous abscess that appears to involve the mesh. Furthermore, she appears to have a colitis.¿ ¿the patient was admitted, placed on IV antibiotics, and extensive discussions were taken with the patient regarding her need for mesh removal.¿ ¿however, the patient didn¿t want surgery . Her leukocytosis resolved with IV antibiotics and on the date of discharge, the patient was eating, ambulating, and her pain was well controlled with medication by mouth. She was deemed a suitable candidate for discharge to home on antibiotics and pain medicines.¿ on (B)(6) 2009: ¿this is a 51-year-old female who presented to the hospital with a tense abdominal wall with tenderness who on CT scan appeared to have rim-enhancing fluid collection surrounding her mesh and her subcutaneous tissues. These three separate cavities were accessed via a lateral approach under interventional radiology and 4 l of fluid extracted in total from these cavities appeared to be purulent in nature and grew corynebacterium so it was deemed appropriate to remove this mesh as it was infected and the cavity would never seal and she would never heal.¿ explant procedure: complicated removal of infected mesh, debridement of perifascial, perimesh and subcutaneous abscess cavities with pulse lavage and mechanical debridement, placement of vac sponge into perfascial [sic] and subcutaneous abscess cavities. Explant date: (B)(6) 2009. ¿upon entering the scar tissue, the subcutaneous abscess was appreciated. There was minimal purulence in this and some indurated tissue with fat necrosis. What appeared to be the fascia was encountered. This was incised and felt to be separate from the fascia. This was believed to probably be the abscess cavity. It was subsequently dissected from the fascia on both lateral aspects with difficulty which was very adherent to the fascia so this was then entered with sharp dissection. Upon entering this cavity, there was purulent drainage. Cultures were then taken from this. After the cavity was then opened, there appeared to be an additional layer of dual mesh that was now appreciated. The previous presumed mesh was actually a superficial thickened rind over a [sic] abscess cavity. This rind was then dissected to the lateral aspect of the mesh off the posterior aspect of the fascia. It was very adherent to the fascia and was a difficult dissection. Subsequently the mesh was then grasped. After the mesh was then grasped it was removed from the edges of the cavity. There was spiral tacking that were removed from the edges of the mesh and from the medial aspect of the mesh. Care was taken to remove the mesh in total and then subsequently handed off the operative field. The cavity was inspected to ensure that the mesh, all detached sutures intact, had been removed from the cavity. Upon removal of the mesh, there was additional purulence appreciated. This entire cavity was then irrigated with multiple liters of warm saline solution. Due to the extent of the attachment of the anterior surface of the rind to the fascia, it was not deemed safe to enter into the posterior aspect of the cavity due to the presumed adherence to the intestines. At this point curettes were then used to debride the rind of all necrotic tissue. Irrigation was then again performed of this cavity. The superficial subcutaneous abscess was then debrided from the tissues and then handed off the back table as additional specimen. The wound was then closed with two large wound vac sponges.¿ findings: ¿included in the dictation of a large abscess cavity that was surrounding a large piece of gortex [sic] dual mesh including multiple portions sewn together. A superficial subcutaneous abscess and with some necrotic subcutaneous fat.¿ relevant medical information: culture reports regarding specimens collected during the (B)(6) 2009 procedure were not provided. On (B)(6) 2009: pathology of specimens collected (B)(6) 2009: ¿gross description: 1) received in formalin...is a pale pink to pale tan portion of synthetic mesh that is 41.0 x 24.0 x 0.1 cm with multiple sutures as well as metallic spring spiral retention devices with a small amount of adherent pale pink to red-tan tissue. Also received in the same container is a 5.0 x 4.0 x 0.5 cm portion of pale pink to red-tan to gray-tan necrotic appearing tissue.¿ conclusions: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use warn, ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use also warn, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15 : cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2015: (B)(6) medical center. (B)(6). Radiology-CT chest w/ infusion pe. Reason for exam: dyspnea, right lateral wall chest pain. Findings: large right morgagni hernia containing the transverse colon is stable. Impression: redemonstrated large right morgagni hernia contains a portion of transverse colon. Small hiatal hernia. On (B)(6) 2015: (B)(6) medical center. (B)(6). Operative report. Pre/postop diagnoses: morgagni hernia with incarcerated transverse colon. Chronic obstructive pulmonary disease. Congestive heart failure. Procedure: laparoscopic reduction of incarcerated morgagni hernia with repair with a diaphragmatic hernia with mesh. Specimen: none. Findings: incarcerated transverse colon and a large morgagni hernia. Drains: a 19-french round blake drain. Description of procedure: after risks and benefits were explained, informed consent was obtained. ¿the patient was brought to the surgical suite and placed in supine position. After induction of general anesthetic, a bump was placed into the right chest. The patient was placed in lithotomy position in allen stirrups. The chest and abdomen was prepped with betadine and draped in a sterile fashion. This was in anticipation for possible thoracoscopy or thoracotomy. A left lateral abdominal wall ___ [sic] mm trocar was placed under direct vision and insufflated. A final trocar was placed above this and anterior abdominal wall adhesions were taken down with sharp dissection. She had a previous colon resection and adhesions were taken down across the midline allowing placement of the 2nd and 3rd trocar. A 5 mm trocar was placed in the right subcostal position. Dissection then continued around the liver. There were adhesions which were taken down with sharp dissection. The omentum that was attached around the hernia were freed with sharp and blunt dissection. There was a transverse colon, that was incarcerated within the morgagni hernia. This was freed from surrounding hernia and attachment. This took a considerable amount of time but complete dissection allowed reduction of the transverse colon into the abdomen. The transverse colon appeared viable. Hemostasis is well achieved. The morgagni hernia defect was then closed with mattress sutures of 0 ethibond and pledgets in an interrupted fashion, approximately 7 were placed. These were tied. The bladder endothelial mesh approximately 10 x 15 was then brought out to field and secured to the closure with securestrap. A 19-french round blake drain was placed within the hernia sac and came out through the undersurface of the mesh laterally to the level of trocar site. This was secured with a 3-0 nylon. The trocars were removed under direct vision and the abdomen was desufflated. Skin was approximated with 4-0 monocryl. Dermabond was applied. Anesthesia was discontinued. The patient was taken to postanesthesia recovery room in stable condition.¿ on (B)(6) 2015: (B)(6) medical center. Implant prosthetics. Matristem surgical matrix plus. On (B)(6) 2018: (B)(6) medical center. (B)(6). Radiology-CT abdomen/pelvis w contrast. Impression: diverticulosis without evidence of diverticulitis. Non-visualization the appendix without any localizing inflammatory changes. Small midline supraumbilical ventral hernia containing a portion of the small bowel loop without evidence of obstruction. On (B)(6) 2017: (B)(6) medical center. (B)(6). Emergency room visit. Hpi: redness, irritation to umbilicus x 1 week. Has had many hernia surgeries, last one being 1 year ago. Reports noticed redness, clear discharge with foul smell to area. Stated complaint: infected wound old surgery scar. Pe: redness, skin ulceration in shape of circle, size of quarter at and around umbilicus. No drainage noted. Impression: cellulitis. Discharged home. Rx: clindamycin. On (B)(6) 2017: (B)(6) medical center. (B)(6). Emergency room visit. Hpi: family member reports small wound to lower abdomen being treated with antibiotics. Denies abdominal pain, nausea, vomiting. Cough 3-4 days. Not smoked tobacco for past month. Pe: skin: 3 mm diameter open wound, mild erythema base of abdominal incision scar. On (B)(6) 2017: (B)(6) medical center. (B)(6). Pulmonary consultation note. Psh: in 2007 had emergency abdominal surgery with mesh, after which the mesh got infected and she required multiple surgeries to remove the mesh and correct the hernias. Ros: gi: reports abdominal pain, anorexia, nausea, vomiting. Denies diarrhea. Has had an area of skin breakdown at inferior margin of incision site with foul-smelling ¿slimy¿ drainage for which she has taken a few courses of antibiotics over recent weeks. Exam: mild erythema and drainage inferior incision. Wound infection: chronic drainage from infected wound. On (B)(6) 2017: (B)(6) medical center. (B)(6). Radiology-us soft tissue torso. Reason: eval. For abscess near umbilicus. Impression: heterogenous area seen measuring 2.6 x 1.4 x 1.1 cm appears to have some internal vascularity. Findings may related to cellulitis and phlegmon vs. Other lesion. On (B)(6) 2017: (B)(6) medical center. (B)(6). Pulmonology progress note. Wound infection: chronic drainage from infected wound (ec fistula? ¿ if she did indeed grow e. Coli from the wound). On (B)(6) 2017: (B)(6) medical center. (B)(6). Consultation report. Reason for consultation: abdominal wall abscess. Hpi: has chronic abdominal wall wound. Patient states this has been going on for a very long time and the area has failed to heal. Has large midline incision, wound located at most inferior aspect of this. Minimally tender. Denies significant change in recent weeks, fevers, chills. Abdomen soft and nontender. Has well-healed midline surgical scar with 1 cm opening at the most inferior aspect of incision. No surrounding cellulitis, no purulent drainage. Site uncovered and dry. No organomegaly, abdominal masses, or hernias. Ultrasounds reveals irregular hypoechoic area of abdominal wall with some hyperemia and internal vascularity. Assessment & plan: obese female with diabetes and copd exacerbation. Very likely has a suture granuloma resulting in this chronic wound and chronic wound changes. Recommend bedside removal of suture. Asked her to come into office for removal following discharge. On (B)(6) 2017: (B)(6) medical center. (B)(6). Hospitalist progress note. Skin: small 10 mm red spot below umbilicus. No nodule palpated; no discharge noted. On (B)(6) 2017: (B)(6) medical center. (B)(6). Discharge summary. Objective: gi: soft, non-tender, no guarding, no rebound. Ventral hernia noted, easily reduced with gentle pressure. Admission diagnosis: acute resp. Failure, copd, retained stitch to abd. Wall. Discharge diagnosis: same, ventral hernia. Hospital course: presented with shortness of breath. Reports she was sick for last 3-4 days. Had body aches, chills, myalgia, and progressively increasing shortness of breath present with rest & exertion. Had cough with minimal sputum production. Acute respiratory failure, improving. Abd. Wall wound: possibly retained stitch from previous surgery. Will continue abx and f/u with dr. Robinson as outpt. Culture revealed coagulase neg. Staph. Continue abx. F/u surgery. Ventral hernia: pt reports ¿coughing real hard¿ last night, after she felt a lump on abd. Wall. Ventral hernia noted on palpation, reduced with ease. On (B)(6) 2017: (B)(6) medical center. (B)(6). Emergency room visit. Hpi: presents to ed c/o sob and n/v, onset 2 days ago. C/o discomfort to hernia site above umbilicus. Focused pe: gi: abdomen soft, no guarding, no rebound, bs normoactive, no distention. Tender periumbilical. Wbc 12.1 (h). Impression: incarcerated ventral hernia. On (B)(6) 2017: (B)(6) medical center. (B)(6). Radiology-CT abdomen/pelvis w/ contrast. History: vomiting, nausea and abdominal pain x 2 weeks. Bowel loops or [sic] abnormal with fluid-filled stomach, duodenum and jejunum. Loops extend to supraumbilical area or a small hernia is seen with a loop partially trapped. Caliber of exiting loop appears to be decompressed, with those entering the hernia are distended with fluid and air. No free air seen. No evidence of inguinal hernia. Reformatted images obtained to further assess bowel loop pattern again distended from stomach to level of epigastric hernia and then decompressed distal to this location. Wall calcification in fat adjacent to the cecum. Impression: small bowel obstruction at level just above umbilicus within a small hernia. Appears to be at the proximal to mid ileal level. Dilated stomach and duodenum. No other acute abnormality. On (B)(6) 2017: (B)(6) medical center. (B)(6). Consultation report. Reason for consultation: incarcerated hernia. Of significance, has had 11 hernia operations including placement of mesh and removal of mesh due to severe infection. Reports to be that during last hernia operation, she actually ¿died on the table.¿ her daughter tells me that the patient had a hernia, which required hospitalization due to recent incarceration and she was then discharged home. This was followed by another episode of incarceration and the patient delayed significantly in returning to the or and thus was very sick at the time of operation. Current episode began a couple of days ago, developed recurrence of lump in periumbilical area, associated with pain, nausea, and vomiting. Hernia spontaneously reduced. Patient seen this morning and was absolutely pain free, the hernia area soft without tenderness. Had good bowel sounds without high-pitched tinkles or rushes. Pmh: obesity (bmi 41), copd, chf, gerd, type 2 diabetes, diverticulitis. Psh: bowel resection for diverticulitis, appendectomy. Exam: abdomen: soft, palpable hernia in periumbilical area. Was reduced but palpable with valsalva. Small 1 cm open area at the most inferior aspect of incision. Abdomen nontender. Cannot appreciate other small hernia which was evidence on CT scan. Not mentioned on report is another small hernia with colon which appears entirely normal. No evidence of colon wall thickening, inflammation, or proximal dilation. Small open skin wound tracts to the abdominal wall where there is a suggestion of a fluid collection at the level of the fascia. Immediately below this are loops of small bowel suggesting extremely close proximity, which raises question of potential fistula. Assessment & plan: unfortunately, I believe she is at very high risk for recurrent incarceration and strangulation, which then of course leaves her at risk for decompensation and critical illness at the time of repair if we wait. We would be in a much better situation if patient is stable at time of surgery. Obviously, I would prefer not to take this patient to the or, but as above I have significant concerns with sending her home. Would not recommend any type of hernia repair of small hernia with colon as this is completely asymptomatic and although I had initially considered exploring the small lower open wound given CT findings of potential development of fistula, I would not intervene with regard to this as the patient does not seem to mind having the small opening, which is being cared for with chronic wound care. Once all consultations have been completed, I will discuss decisions and evaluations with the patient, her husband, and her daughter and we can make a determination about surgery. On (B)(6) 2017: (B)(6) medical center. (B)(6). Operative report. Pre/postop diagnoses: incarcerated recurrent incisional hernia with bowel obstruction. Operations: repair of recurrent incisional hernias x 2. Indication: ¿the patient is a 59-year-old female who came into the hospital with an incarcerated periumbilical hernia with small bowel and obstruction. In addition, she had another finding of hernia more superiorly in the epigastric region with colon. It was unclear if this was incarcerated. There were no acute inflammatory changes, etc. The periumbilical hernia reduced on the first night of her admission. Due to extreme risk of recurrent incarceration and potential bowel necrosis, decision was made to proceed with surgery during this hospitalization. Given the patient¿s past medical history as extensively documented in the chart previously, full worked up on multiple fronts was performed prior to surgery. This included cardiac, pulmonary, and anesthesia evaluation. She is taken to the or now optimized for surgery. Description of procedure: the patient is given an epidural in the holding area. A general anesthetic was performed with endotracheal intubation. Her abdomen was prepped and draped in the usual sterile fashion with betadine scrub and paint. A midline incision was made over her previous scar in the region of the umbilicus. The soft tissues were dissected to the palpable hernia defect. There was small bowel, which easily protrude into this defect. The hernia sac was mobilized as much as possible, but it was densely adherent to the small bowel. The small portion of the hernia sac was reduced. The fascial edges were freshened and adhesions were taken down around the area of the hernia defect. The repair was performed with #1 prolene suture. Prior to closure of the wound, the abdominal wall is palpated digitally. Approximately 6 cm superiorly. I can feel an area which is suspicious for the other hernia defect. An incision was made over this area and the soft tissue again were dissected with electrocautery to the hernia sac and to fascia. Again, the hernia is measured to be approximately 2 cm. There is no bowel within the defect at this time. The fascial edges were freshened. The hernia contents were completely reduced within the abdomen. The defect was closed with #1 prolene suture. The areas are both inspected for hemostasis. Skin was closed with a running subcuticular 4-0 vicryl and the wounds were dressed with skin affix. Of note, there is 2 separate incisions were made for 2 separate recurrent incisional hernias. Findings: 2 cm hernia defect, the periumbilical site is noted to have small bowel. The more superior site in the epigastrium was previously reduced. The hernia contents were all completely viable. Specimens: portion of hernia sac. Complications: none. Counts: sponge and needle counts reported as correct. Estimated blood loss: 5 ml. Fluids: 1000 ml. Urine output: 250 ml. Drains and packs: none.¿ on (B)(6) 2017: (B)(6) medical center. (B)(6). Pathology report. Spec type: hernia sac. Final diagnosis: hernia sac. Macroscopic: specimen is labeled as hernia sac and consists of two portions of soft tan-gray tissue, portions measuring 1.5 x 1 x 0.7 and 1.2 x 0.7 x 0.2 cm. Cut sections reveal soft tan-gray surfaces. Representative sections are submitted in a single block. Microscopic: fibrofatty tissue with focal membrane formation by collagen rich stroma seen. Congestion of vessels is also noted. On (B)(6) 2017: (B)(6) medical center. (B)(6). Progress note. Pt states did not sleep well last night. Coughed all night long. Assessment: postop cough. Probable bronchitis with secondary infection. Postop ileus. Increased abdominal pain secondary to increased cough. Plan: culture sputum. Abdominal binder. Begin antibiotics for pulmonary coverage. On (B)(6) 2017: (B)(6) medical center. (B)(6). Radiology-CT abdomen/pelvis w/o contrast. Findings: gallbladder is distended without surrounding inflammatory changes. Probable hepatic steatosis. Since prior exam, anterior abdominal wall hernia repair is noted of both hernias. No recurrent hernia. Mesh is seen in the region of the umbilicus. There is some diastases of inferior anterior abdominal wall. Prominent amount stool seen throughout colon. A few diverticula noted without evidence of diverticulitis. Few small bowel loops mildly distended and organized showing left abdomen with likely decompressed small bowel loops distally. Moderate hiatal hernia. Impression: interval repair of both ventral hernias without a recurrent hernia. Diastases of lower anterior abdominal wall. On (B)(6) 2017: (B)(6) medical center. (B)(6). General surgery progress note. Patient had nausea and emesis post op yesterday. Ng tube placed. CT scan reveals ileus vs. Partial obstruction (llq). Hernia repair sites look good. Probably residual mesh noted on CT scan. On my personal review of the images, I am still very suspicious of fistula at site of open wound. Discussed conservative management since wbc good and no sig. Abdominal pain. Will follow ng output as well as flatus and bm¿s. She understands that a laparotomy and lysis of adhesions may eventually be required if she does not open up. Also discussed possible fistula and how this would potentially complicate operation and post op course. On (B)(6) 2017: (B)(6) medical center. (B)(6). Discharge summary. Hospital course: incarcerated umbilical hernia, high risk for recurrence. May need loa [lysis of adhesions] if no improvement. On (B)(6) 2017: (B)(6) medical center. (B)(6). Emergency provider report. Hpi: presents with c/o abdominal past 4 days. Feels like she may have moved or tugged at incision site wrong. Caretaker reported associated n/v/d for past 24 hours and states has been pushing fluids. Exam: abdomen/gi: soft, no guarding, no rebound, bs normoactive, no distention. Well-healed surgical scar to abdomen. Condition improved. Impression: uti. Abdominal pain, constipation. On (B)(6) 2017: (B)(6) medical center. (B)(6). Radiology-CT abdomen/pelvis w/ contrast. Impression: weakness of lower abdominal wall in midline subumbilical area, no obstruction. This does not appear to represent a true recurrent hernia. No evidence of bowel obstruction elsewhere. Scattered diverticulosis. Prominent stool right colon. (B)(4). On (B)(6) 2017: (B)(6) medical center. (B)(6). Emergency provider report. Presents to ed c/o diffuse, non-radiating abdominal pain since 3 days ago, after ¿a hard cough¿ (per daughter) 3 days ago. Describes pain quality as sore. Abdomen: tender ruq, epigastric. Re-eval: no signs of surgical abdomen. On (B)(6) 2017: (B)(6) medical center. (B)(6). Radiology-CT abdomen/pelvis w/ contrast. Reason: abdominal pain, vomiting, h/o hernia repair (13). Small hiatal hernia seen. Impression: stable exam. Constipation. On (B)(6) 2018: (B)(6) medical center. (B)(6). Radiology-CT abdomen/pelvis w/o contrast. Impression: moderate colonic stool burden. Moderate hiatal hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6)2007, including records for the ¿history of multiple abdominal surgeries¿, were not provided. Additionally, records for the ¿incisional hernia which was repaired several times and recurred¿ as noted in the (B)(6)2007 records were not provided. Operative records dated (B)(6)2007 state the patient underwent diagnostic laparoscopy and abdominal placement of a port-a-cath. Postoperative diagnosis: large incisional hernia with loss of domain. Indications: ¿this is a 49-year-old female with multiple previous surgery. Obese patient has known incisional hernia. She was admitted to our service for incarceration of the incisional hernia. Was treated conservatively with IV fluids, ng tube and bowelrest. Patient started recovering with bowel movements and flatus. However, because of the loss of domain, decision was made to do air insufflation to increase the space for subsequent complex operation for hernia fixation.¿ the (B)(6)2007 diagnostic laparoscopy states: ¿the inspection revealed a large hernia defect and in the middle was multiple loops of bowel, as well as omentum into the hernia sac, however, no obvious dilation of the small bowel was appreciated. Upon insufflation some of the contents returned to the abdomen, however, most of them stayed in the perineal sac because of recurrent adhesions, scar tissue.¿ operative records dated (B)(6)2007 state the patient underwent ¿1. Laparoscopic ventral hernia repair with mesh. 2. Extensive laparoscopic lysis of adhesions.¿ postoperative diagnosis: large incisional hernia with loss of domain. Indications: ¿this is a 49-year-old white female with a history of multiple abdominal surgeries. The patient developed incisional hernia which was repaired several times and recurred. The patient was admitted in our hospital approximately a month ago with incarcerated hernia and abdominal pain. Hernia was reduced and the patient was managed conservatively. She underwent multiple diagnostic studies clearing her from cardiac and pulmonary standpoint. The patient also during last few weeks undergoing injection of the ambient air to increase space in the true abdomen because of loss of domain. These injections of air were performed through the port-a-cath which was placed several weeks ago for this reason. The patient tolerated this well, and after the long discussion, decision was made to finally proceed with laparoscopic ventral hernia repair, possible open.¿ records for the prior incisional hernia repairs were not provided. Operative findings from the (B)(6)2007 procedure state: ¿a very large, complex ventral hernia with some loss of domain, the almost entire omentum and loops of small bowel into the hernia sac, multilevel hernia defect in the large midline hernia defect. The size of the hernia, approximately 24 x 32. The extensive adhesions involving the small-bowel loops as well as colon and omentum.¿ the (B)(6)2007 procedure report states: ¿¿attention was turned to the right upper quadrant at the old incision site where the port-a-cath was placed previously. It was opened, and the port-a-cath was removed first, and then abdominal cavity was entered with finger dissect technique, cutting all sutures.¿ ¿then upon inspection, a large complex hernia was identified with omental fat and multiple loops of bowel in the hernia sac. After inspection, the free space was identified in the right lower mid abdomen where the two working 5-mm ports were placed, and using sharp and blunt dissection, the hernia contents were returned into the abdomen. Extensive adhesiolysis was performed which took approximately 3 hours of the operative time.¿ the (B)(6)2007 operative report continues: ¿finally, all loops of small bowel including large bowel as well as omentum were brought into the abdomen from the hernia sac. Dissection was again performed with endoshears as well as with blunt dissection. After reducing the hernia contents into the abdomen, the abdomen was deflated and the hernia defect was measured. It appeared to be approximately 24 x 34. Then a 34 x 44-cm mesh was prepared, sewing together several smaller size meshes because of unavailability of the such big size of the gore-tex dual mesh. After it was prepared, the major holding gore-tex sutures were placed to each side. The mesh was wrapped and introduced into the abdomen through the 10-mm port site. It was then unrolled into the abdomen, and because of loss of domain in the reduced space, the placement of the mesh in right place took some time after unrolling the mesh and bringing outside transabdominally the major holding sutures.¿ the (B)(6)2007 operative report states: ¿a protack device was introduced, and tacks were placed all over around the mesh each side in two rows because of the side of the defect, mesh appeared to be in right place adequately covering the hernia defect and overlapping it at least 5 cm each side. After the tacks were placed, the extra transfascial sutures were placed, 12 altogether, three each side between four major holding sutures. The suture sites were injected with local anesthetic before making small stab wound incisions for transfascial suture placement. After this was done, bowels were checked for any injury, the inspection failed to identify any injury. A small amount of the old hematoma was evacuated. Hemostasis appeared to be adequate.¿ the records indicate three gore® dualmesh® biomaterial devices (1dlmc07/04967539, 1dlmc07/04746610, 1dlmc07/04967542) were used during the procedure. Records between (B)(6)2007 and (B)(6)2008 were not provided. A discharge summary dated (B)(6)2008 indicate the patient was admitted on (B)(6)2008 for leukocytosis and ventral hernia mesh infection. The records state the patient ¿¿underwent laparoscopic ventral herniorrhaphy in 6/01. She presented to the emergency department with severe abdominal pain and a cat scan revealed a subcutaneous abscess that appears to involve the mesh. Furthermore, she appears to have a colitis.¿ ¿the patient was admitted, placed on IV antibiotics, and extensive discussions were taken with the patient regarding her need for mesh removal.¿ ¿however, the patient didn¿t want surgery. Her leukocytosis resolved with IV antibiotics and on the date of discharge, the patient was eating, ambulating, and her pain was well controlled with medication by mouth. She was deemed a suitable candidate for discharge to home on antibiotics and pain medicines.¿ records detailing the patient¿s admission to the hospital on (B)(6)2008 and for the subsequent hospital stay were not provided. Records between (B)(6)2008 and (B)(6)2009 were not provided. Operative records dated (B)(6)2009 state the patient underwent ¿complicated removal of infected mesh, debridement of perifascial, perimesh and subcutaneous abscess cavities with pulse lavage and mechanical debridement, placement of vac sponge into per[I]fascial and subcutaneous abscess cavities.¿ postoperative diagnosis: infected subfascial mesh. Indications for the (B)(6) 2009 procedure state: ¿this is a 51-year-old female who presented to the hospital with a tense abdominal wall with tenderness who on CT scan appeared to have rim-enhancing fluid collection surrounding her mesh and her subcutaneous tissues. These three separate cavities were accessed via a lateral approach under interventional radiology and 4 l of fluid extracted in total from these cavities appeared to be purulent in nature and grew corynebacterium so it was deemed appropriate to remove this mesh as it was infected and the cavity would never seal and she would never heal.¿ the (B)(6)2009 operative report states: ¿upon entering the scar tissue, the subcutaneous abscess was appreciated. There was minimal purulence in this and some indurated tissue with fat necrosis. What appeared to be the fascia was encountered. This was incised and felt to be separate from the fascia. This was believed to probably be the abscess cavity. It was subsequently dissected from the fascia on both lateral aspects with difficulty which was very adherent to the fascia so this was then entered with sharp dissection. Upon entering this cavity, there was purulent drainage. Cultures were then taken from this.¿ the (B)(6)2009 operative report continues: ¿after the cavity was then opened, there appeared to be an additional layer of dual mesh that was now appreciated. The previous presumed mesh was actually a superficial thickened rind over a abscess cavity. This rind was then dissected to the lateral aspect of the mesh off the posterior aspect of the fascia. It was very adherent to the fascia and was a difficult dissection. Subsequently the mesh was then grasped. After the mesh was then grasped it was removed from the edges of the cavity. There was spiral tacking that were removed from the edges of the mesh and from the medial aspect of the mesh.¿ the (B)(6)2009 operative report states: ¿care was taken to remove the mesh in total and then subsequently handed off the operative field. The cavity was inspected to ensure that the mesh, all detached sutures intact, had been removed from the cavity. Upon removal of the mesh, there was additional purulence appreciated. This entire cavity was then irrigated with multiple liters of warm saline solution. Due to the extent of the attachment of the anterior surface of the rind to the fascia, it was not deemed safe to enter into the posterior aspect of the cavity due to the presumed adherence to the intestines. At this point curettes were then used to debride the rind of all necrotic tissue. Irrigation was then again performed of this cavity. The superficial subcutaneous abscess was then debrided from the tissues and then handed off the back table as additional specimen. The wound was then closed with two large wound vac sponges.¿ findings from the(B)(6)2009 procedure state: ¿included in the dictation of a large abscess cavity that was surrounding a large piece of gortex [sic] dual mesh including multiple portions sewn together. A superficial subcutaneous abscess and with some necrotic subcutaneous fat.¿ a culture report for the specimens collected during the (B)(6)2009 procedure were not provided. Operative records dated (B)(6)2009 state the patient underwent debridement, washout, and wound vac change to the abdominal wound. ¿there was some necrotic debris especially in the four corners and there was still necrotic fat on the right lateral aspect of the wound. This was then debrided with curette. The necrotic fat was then debrided superficially with metzenbaum scissors. This infected cavity was then irrigated with approximately four liters of solution, three of which were pulse lavage. The cavity appeared to have no other significant necrotic debris. There was some necrotic fat but the concerns of entering into her abdominal cavity precluded removal of all of this.¿ a pathology report dated (B)(6)2009 regarding specimens collected (B)(6)2009states: ¿specimen/procedure: 1. Mesh. 2. Soft tissues ¿ abd wall abscess.¿¿gross description: 1) received in formalin¿is a pale pink to pale tan portion of synthetic mesh that is 41.0 x 24.0 x 0.1 cm with multiple sutures as well as metallic spring spiral retention devices with a small amount of adherent pale pink to red-tan tissue. Also received in the same container is a 5.0 x 4.0 x 0.5 cm portion of pale pink to red-tan to gray-tan necrotic appearing tissue. 2) received are two pale pink-tan to red-tan portions of fibrous tissue with a small amount of adherent yellow-gold adipose tissue present, they range from 5.5 to 15.0 cm in greatest dimension.¿ the (B)(6)2009 pathology report states: ¿impression: 1) medical device (synthetic mesh), and necrotic tissue, removal: mesh and necrotic tissue. Gross only. 2) soft tissue, abdomen wall abscess, biopsy: fibroadipose tissue with organizing granulation tissue, foreign body giant cell reaction, cellular fibrosis and hyalinization.¿ operative records dated (B)(6)2009 state the patient underwent wound washout and wound vac change. ¿this is a 51-year-old female who arrived to the hospital with mesh with culture positive for corynebacterium. Her original operation included removal of her mesh and evacuation of approximately a liter of infected fluid surrounding the mesh. She has undergone an additional vac change to allow adequate clean up of the posterior aspect of her infected cavity to allow planning for fascial closure, i.e. Hernia repair.¿ the (B)(6)2009 records state: ¿the cavity was inspected. There appeared to be granulation tissue in the posterior aspect of this rind including all of her subcutaneous tissues and flaps within her wound cavity. This area was then subsequently pulse lavaged with three liters of warm saline. A small segment of muscle from the left superior aspect of the abdominal wall was taken and sent for quantitative cultures. Vac sponges were then replaced with a large vac sponge and approximately half of an additional large sponge placed at the base of the wound and the remaining half of the other vac sponge placed on the opening of the wound.¿ a culture report for the specimens collected during the (B)(6)2009 procedure were not provided. Operative records dated (B)(6)2009 state the patient underwent ¿1. Irrigation and debridement of prior infected seroma cavity. 2. Debridement of fascial edges. 3. Excision of hernia sac. 4. Component separation of abdominal wall. 5. Repair of midline fascial hernia. 6. Overlay mesh reinforcement of hernia repair. 7. Subcutaneous wound vac placement.¿ postoperative diagnosis: ¿status post excision of infected mesh ventral hernia with a clean subfascial cavity.¿ the (B)(6)2009 records state: ¿the cavity appeared to be granulating well. There were no other signs of infection. The previous fat necrosis that was visualized on the preceding operation was no longer apparent. Attention was then turned towards planning repair of this hernia defect.¿ ¿upon dissecting the fascial planes on the mid aspect of her wound, there were two hernia sacs identified exiting out of the midline fascia. These were then subsequently excised out of the fascia and subcutaneous tissue and handed off to the back table as specimen of hernia sac. At this point the cavity was once again irrigated. The decision was made that a component separation would provide adequate closure of this wound. With reinforcement with a onlay of stratus biological mesh. The attachment sutures for the mesh were then placed circumferentially about 4 cm away from the wound edges with #1 prolene sutures. These were all subsequently tagged for subsequent placement through the mesh. To allow closure of the subfascial cavity, five 10-french flap jp drains were subsequently placed.¿ ¿all five drains were secured in place with 2-0 nylon sutures.¿ the (B)(6)2009operative report continues: ¿the fascia was also closed with #1 prolene sutures in a interrupted figure-of-eight fashion. These were serially tied with using the subsequent 2-3 sutures to elevate and pull the fascia together.¿ ¿prior to closure of the fascia, the necrotic and weak granulated edges were appreciated. Prior to closure of the fascia, component separation of the abdominal wall was performed. The fascia over the external oblique was incised along its length to allow mobilization medially of the fascia. The rectus sheath was then incised in a ¿pie crusting¿ fashion through just the anterior surface of the sheath medial to the biological mesh sutures.¿ the (B)(6)2009 operative report states: ¿after the fascia was closed with the #1 prolene sutures, then the mesh was attached as a overlay to the fascia with the previously placed #1 prolene suture that were 4 cm away from the periphery of the edges of the fascia and the fascial closure were also brought through the midline aspect of the mesh using a free suture needle. These were then tied to the mesh to allow adequate placement of the mesh over the midline fascial closure. The fascia over the external oblique was then closed with vicryl mesh which was attached over the anterior fascial defect using #1 vicryl suture. The cavity was then subsequently irrigated. The superficial wound was in place was then closed with two large vac sponges for subsequent planned delayed primary closure should this wound appear clear and granulating.¿ the records indicate two non-gore devices (strattice 25 x 10 cm, vicryl 12 x 12 inch as overlay) were used during the procedure. Operative records dated (B)(6)2009 state the patient underwent ¿delayed complex closure of the subcutaneous tissue and skin over drains.¿ postoperative diagnosis: ¿1. History of infected mesh status post excision and a previous repair of abdominal wall hernia with underlay of strattice. 2. Open subcutaneous tissue status post complex ventral hernia repair with component separation.¿ the (B)(6)2009 records state: ¿the patient had previously undergone a laparoscopic ventral hernia repair with infected mesh. This was removed. The patient was washed out several times and then a component separation and complex ventral hernia repair was performed with using an underlay of strattice biological mesh. The midline fascia was closed over this. The subcutaneous tissue was purposely left open for three days and a negative pressure was placed into the subcutaneous tissue for debridement and cleansing of the wound. The patient was returned to the operating room at this time for irrigation of the subcutaneous wound and a complex delayed primary closure of the subcutaneous tissue and skin. At the time of this procedure there was no evidence of purulence. There was good initial granulation tissue formation.¿ a pathology report dated (B)(6)2009regarding a hernia sac specimen collected (B)(6)2009states: ¿specimen/procedure: 1. Hernia ¿ ventral hernia sac.¿ ¿gross description: received in formalin¿is an aggregate of irregular portions of gray tan to purple tan glistening fibromembranous tissue, 11 x 9 x 4.2 cm. The specimen is serially sectioned at close intervals, the cut surface is variegated yellow tan and lobulated to white to gray tan and fibrous, and is diffusely hermorrhagic. There are no obvious masses identified.¿ ¿impression: soft tissue (hernia sac), ventral excision: fibroadipose tissue with fat necrosis, xanthomatous chronic inflammation and organizing and fibrosing granulation tissue.¿ discharge summary records dated (B)(6)2009 state: ¿this is a 51-year-old female originally admitted to the internal medical service on (B)(6)2009 with a diagnosis of fluid collection around her previously placed mesh. The patient had seen by the general surgery service, with a similar presentation. However, the patient at that time did not desire a surgical intervention. During this admission, surgery was again consulted for this CT scan showing a fluid collection involving our previously placed ventral mesh.¿ ¿as the patient had no white blood cell count, and her chief complaint was abdominal pain, we felt there was a possibility this could be a seroma.¿ the (B)(6)2009discharge summary records continue: ¿we had interventional radiology drain her abscess, and it was sent for culture. This eventually grew corynebacterium sensitive to vancomycin. Feeling that a diagnosis had been reached as infected seroma, an appropriate cardiology and pulmonary workup was done for preoperative planning and mesh excision. The patient was seen by cardiology and no contraindications to surgery were found. Patient was taken to the operating room on 05/15 for removal of infected mesh, debridement of the patient¿s infected seroma cavity, and pulsed lavage. The patient tolerated the procedure well.¿ the (B)(6)2009discharge records state: ¿she went back to the operating room two days later on may 17 for a staged takeback and second look procedure, including debridement and washout of her abdominal wound, as well as a vac change. The patient tolerated this procedure well, and was set up for another staged operation. Throughout this period of time, the patient was on appropriate antibiotic coverage for her positive seroma culture. The patient was taken back to the operating room on may 20 for washout and vac change. Patient was admitted to the floor postoperatively, and again taken back to the operating room on may 22 for debridement of fascial edges, excision of further hernia sac, component separation of the abdominal wall, and formal hernia repair, as well as placement of overlay mesh reinforcement with *stratus* [sic] biological mesh. The patient also had vicryl mesh placed for overlap of the lateral hernia sites. The patient also had five jp drains placed as well.¿ the (B)(6)2009 discharge summary continues: ¿with regard to the patient¿s midline incisional wound, she underwent serial vac changes at the bedside by physical therapy. On the day prior to discharge, her wound vac was removed, and felt to be granulating adequately to change to simple wet-to-dry dressings that she could perform at home.¿ ¿physical examination on day of discharge, open midline subcutaneous wound with good granulation tissue, three jp drains placed. All prior jp site are nonerythematous. Patient¿s entire abdomen is only appropriately tender to palpation at her surgical incision sites, and shows no purulence, redness, or signs of infection.¿ records after 2007 indicate the patient underwent repair of a diaphragmatic hernia in 2015 and repair of two incarcerated recurrent incisional hernias with bowel obstruction in 2017. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence". The gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material".

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007, whereby gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, wound abscess, removal of infected mesh, additional surgery. Additional event specific information was not provided.